Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low carbon dioxide (co2) results generated by unicel dxc 800 synchron clinical system. The results were not reported out of the laboratory. Repeat testing on an alternate instrument produced higher results, which were reported. There was no effect to the patients or user.

Manufacturer narrative:
Qc prior to the event was within the established ranges. The customer found bubbles in the co2 acid reagent line. The customer reseated cap, straws and tubing and primed to remove the bubbles. This resolved the issue.